Event description:
It was observed that during the device evaluation, the flex 3d deflectable videoscope had an uneven seal at the seam on the distal end and peeling cement around the lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: include cause and conclusion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.